Event description:
Procedure type: esophagogastrectomy. According to the rptr: only one donut was retrieved, on the esophagus side. The procedure was completed with suture. Surgery time was increased, but it was not reported by how much.